Event description:
The customer reported that they observed a wash buffer solution leak from the wash buffer reservoir of an access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment. There was no report of biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries were reported. No personnel sought medical attention. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Beckman coulter inc. Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) observed a crack in the wash buffer reservoir at the fitting hole and the fse ordered a replacement reservoir. The replacement reservoir was installed by the customer. After the completion of the necessary and verified repairs, the instrument was returned into operation. Hardware was the root cause for this event.